Event description:
Patient called customer support to report a therapeutic shock. Patient noted they were sleeping at the time of event, reported trouble breathing, and felt a shock but does not recall hearing the alert. Patient did not seek further medical attention. The reported event was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable passed weight, safety, and eit. Review of device event log indicated no evidence of patient receiving therapeutic shock. The device meets specification and user requirements. There is no indication of a product malfunction. Will continue to trend for future occurrences.